Manufacturer narrative:
Evaluation / investigation: a review of complaint history, the device history record, documentation, instructions for use, and specifications was performed. A visual inspection and functional testing was also conducted. One ncircle delta wire tipless stone extractor was returned for evaluation. The device was returned with the handle and the basket formation in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) was loose. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the basket sheath is separated 1 mm from the support sheath and the braiding is exposed. There is a significant kink 24 cm from the distal tip of the basket sheath. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and it was noted that two non-conformance issues were identified. The non-conformances identified were basket/grasper will not open/close and shrink tube, damaged. These items were all scrapped. A review of complaints revealed this complaint to be the only reported complaint associated to the complaint lot number 7940898. Based on the provided information and the investigation evaluation, a definitive root cause for the reported issue could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported, when taken out of the package and prior to patient contact, the ncircle delta wire tipless stone extractor basket wouldn't close; it stays open. Another basket was opened and used to complete the procedure. The product did not contact the patient. There were no adverse consequences to the patient because of this occurrence.